Event description:
A facility reported that a surestep meter kept prompting the error 1 message. The reporter was unable/unwilling to answer if the test strip was firmly and completely inserted into the meter and if the blood was applied to the pink area of the test strip. During troubleshooting, the rptr was asked to clean the meter and retest. The issue still persisted and the error 1 message still appeared. The pt did not receive any medical attn or treatment. Therefore, there is no adverse event reported due to this issue. There is no further clinical info provided. This case is reported as a meter malfunction, since the error 1 issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.